Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported device interrogation showed some apparent ventricular tachycardia episodes near the approximate time of the patient death. The patient's family has concerns the device had not been working appropriately. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported device interrogation showed some apparent ventricular tachycardia episodes near the approximate time of the patient death. The patient's family has concerns the device had not been working appropriately. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with the physician reported "leads were intact and the device interrogation showed still functioning and recorded up until time of death."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) we did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found. Later analysis of the device revealed no anomalies found.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) we did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found.